Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience stuffiness in right nostril and pressure in right eye. The patient did receive medical intervention in the form of medication to treat congestion in nostril. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient experienced stuffiness in right nostril and pressure in right eye related to a CPAP device's sound abatement foam. The patient did receive medical intervention in the form of medication to treat congestion in nostril. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.